Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. Technical services noted that when the cables were manually twisted, there was an intermittent image failure. The warranty of the device is defined in its labeling as three (3) years at which point it is recommended that the device be serviced. The manufacture date of this device was 06 jan 2012. At the time of the complaint, the device had exceeded its warranty period. It was recommended to the customer that the device be replaced. The customer replaced the device on (B)(6) 2016. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an intermittent loss of picture. It was noted that the baton's cable was twisted and that the customer suspected that the twisted cable lead to the intermittent loss of picture. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.